Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source. Additionally, the battery gauge was observed to be fluctuating. There was no reported adverse impact to the customer's blood glucose (bg) level related to the reported issues. The customer continued to use the pump for insulin therapy and also indicated that insulin pen supplies were available.